Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a kinked cannula issue. At the time of the event, the blood glucose level was between 350-400 mg/dl. Further, the highest blood glucose level was over 900 mg/dl because of the kinked cannula and he also received high blood glucose alerts, which he tried to treat with multiple bolus during event. The infusion set had been used for about one day. Subsequently, (B)(6) 2020, he was admitted to the hospital where some unspecified drug (intravenously), fluids (drug name unknown) and insulin pens were administered as corrective treatment which resolved the issue. On (B)(6) 2020, he was released from the hospital with no permanent damage. Moreover, there was no damage when the package was first opened. Reportedly, he replaced the cartridge and the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.